Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was clogged. The following information was provided by the initial reporter: rn initiated albumin 25% to patient on pump and lines verified by two other rns on staff who confirmed lines and infusion rates were correct. Throughout infusion, albumin noted to not be infusing whether pump set to primary or secondary line settings. Pt therefore received 100mls of normal saline 0.9% only and not albumin. Pt renal failure pt and therefore extra fluid not ideal. Once IV lines exchanged, albumin infusing +well on same pump. Impact of incident: delay in pt receiving albumin 25% and administration of 100mls of extra fluid. Nausea and abdominal pain.